Event description:
This css console was not supporting a patient. Customer reported that the css console had a broken potentiometer. A potentiometer is part of the vacuum adjustment assembly, which consists of a knob, lock knob and potentiometer. The vacuum adjustment assembly controls the level of vacuum in the css console. The potentiometer was replaced on site. The css console then passed the console test validation protocol, confirming that the console performed as intended. The broken potentiometer was discarded by the hospital; therefore, an investigation cannot be conducted by syncardia.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient, because the issue was observed when the css console was not supporting a patient. In addition, this alleged failure mode does not negate the ability of the css console to perform its life-sustaining functions, because the css console does not require vacuum to achieve appropriate cardiac output. Syncardia has completed its evaluation of this complaint and is closing this file.